Event description:
It was reported that during a lap cervical cancer procedure, solid tone and error code 5 displayed at the end of the surgery. The nurse didn't prepare another scalpel in the operation room due to the shortage of supply for the time being. The surgeon had to change to open surgery and used hand sewing to complete the procedure. The patient is fine now but is still in hospital for further observation. Due to (B)(6) hospital policy in which the patient must purchase the product at the start of the surgical procedure, back-up devices are not available in the or; and for this hospital, the hospital did not have sufficient stock. Additional information provided: there was no prepared scalpel for this operation and the surgeon had to change to open surgery to tie the vessel by hand.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade